Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Received medical records (B)(6) 2018. The patient underwent a revision surgery on the right knee due to pain and instability. Prior to revision surgery, the surgeon suspected early femoral component loosening, the operative note showed the beginnings of a fibrous membrane but was not moving. The surgeon confirmed there was no infection. The femoral component, tibial base, and tibial insert were removed. Cement utilized during the primary surgery was a competitor product. Doi: (B)(6) 2015, dor: (B)(6) 2016, right knee.